Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 02/2022).

Event description:
It was reported that during a brachytherapy procedure, the connector of the device allegedly could not be discharged properly from the cartridge when the dispense button from the loader was pressed. It was further reported that when the dispense button on the loader was pressed again, the connector could be discharged. The procedure was completed using same device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record review was performed for the affected lot number of the product. No issues were noted. Investigation summary: two sourcelink extension cartridges were returned for evaluation. Both of the cartridges were inspected and nothing unusual was noted. The cartridges gate closure worked as expected, no spring protrusion on the backside of the cartridges and the plunger traveled appropriately. The links in the unused cartridge were in great shape. The unused cartridge with the 20 links was placed into a quicklink loader and was able to dispense all of the links on the first attempt without any issues. The empty cartridge was filled with 20 extension links and was placed into a quicklink loader. All 20 links were dispensed without any issues noted. Therefore, the investigation is unconfirmed for reported issue. A definite root cause could not be determined. Labeling review: labeling was reviewed and found to be adequate. There is a caution statement, which states "in the event the quicklink¿ loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually." H10: d4(expiry date: 06/2022), g3. H11: d4(medical device lot number), h6(method, result, conclusion). H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a brachytherapy procedure, the connector of the device allegedly could not be discharged properly from the cartridge when the dispense button from the loader was pressed. It was further reported that when the dispense button on the loader was pressed again, the connector could be discharged. The procedure was completed using same device. There was no reported patient injury.